Manufacturer narrative:
(B) (4).

Event description:
It was reported that the hcp was unable to aspirate the catheter; he pushed the dye thorough the catheter and the pt received a 0.675mg bolus of dilaudid. A priming bolus of 0.135ml was given as well in order to fill the catheter. Additional info has been requested, a follow-up report will be sent if additional info becomes available.